Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury. Device issue: shaft separation. It was reported that while implanting a xience v 3.5 x 28 in a tortuous and calcified lesion, resistance was met. A crack was then noted in the shaft, near the hub, and the shaft subsequently separated. Another stent was used to complete the procedure. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B)(4).